Manufacturer narrative:
The actual sample was not available for eval. However, the manufacturing facility, (nipro corporation) has been made aware of this report. Baxter is monitoring issues like this. An investigation is still pending. Should significant info becomes available, a follow up report will be submitted.

Event description:
A customer reported that an adverse reaction occurred during use of a xenium 190 dialyzer. Reportedly, immediately after the treatment was inititated, the pt felt warmth and had nausea. The pt, also reported "light headed." The pt's blood pressure dropped. At the beginning, it was 199/111 and rapidly dropped to 147/87. The pt was given 300ml of normal saline and 2l of oxygen via nasal canula. The machine was placed into minimum ultrafiltration rate (ufr) for 7 mins and the pt in flat trendelenburg position. As the pt status remarkably improved, he reported that when he had been feeling the other symptoms he also felt as if "his jaw was locked and his head was burning." The dialyzer was a single use and was used as a dry pack. The pt has been using the xenium dialyzer product for about one yr. The dialyzer was primed with 1100ml of saline as it was put onto the gambro phoenix machine. The machine was in recirculation for approx 10 mins prior to the pt connection. During the treatment, the pt was given a heparin bolus of 1500 units of a baxter heparin and 1000 units hourly. The pt has a long-term catheter access. There was no post weight recorded. The target loss was 4.8kg. In 2007, a blood sample was taken from the pt's access, long-term catheter. The results were negative. No other info was available at this time.